Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited lec 1720. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy 6400 pump was returned for analysis in good condition. The device history log was reviewed revealing that there was a 1720 error. The pump was then ran in user mode; confirming the complaint. Based on the evidence the root cause is unknown. However, it is felt that the back up capacitor is faulty.